Event description:
It was reported during procedure, the fiber broke on the proximal side and burned the physician. The burn was in the right hand and there was not treatment. The procedure was completed. There were no patient complications reported.

Manufacturer narrative:
Detailed product information was not provided to bsc. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Manufacturer narrative:
Detailed product information was not provided to bsc. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported during procedure, the fiber broke on the proximal side and burned the physician. The procedure was completed. There were no patient complications reported.

Event description:
It was reported during procedure, the fiber broke on the proximal side and burned the physician. The burn was in the right hand and there was not treatment. The procedure was completed. There were no patient complications reported.

Manufacturer narrative:
Correction to field h6: evaluation conclusion codes. Detailed product information was not provided to bsc. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.